Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: visual inspection revealed that the battery compartment was cracked above the bumper pad. The returned battery cap was used to complete all testing. Unrelated to the complaint, evaluation revealed that the label on the back of the pump was peeling up. (B)(6).